Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
Clinical study name: faradise clinical study ID: pf114 clinical patient ID: (B)(6). It was reported that during an emergent follow-up in the evening after a procedure to treat atrial fibrillation using a blazer ii temperature ablation catheter the patient experienced cardiac tamponade on a pericardial hematoma. A surgical intervention was undertaken for percutaneous subcostal drainage that same day, resulting in 50cc of drainage and allowed for transient hemodynamic stabilization. An ultrasound was performed which found a pericardial hematoma in the right ventricle (rv) that was 20mm in max circumferential diastole. The hematoma caused compression of the right cavities and discomfort when filling. A congestive inferior vena cava (ivc) and inspiratory flow variations were also noted that were not improved by filling. Laboratory blood tests found hyperlactatemia at 2.8 mmol/l, hepatic impact with cytolysis at 5n, and acute renal failure with creatinine at 15 mg/l. The patient required progressive increases in oxygen up to 3l with jugular turgor. The patient was hospitalized after the drainage surgery. An ultrasound performed the next day showed the patient was stable, but also always showed compression of the rv and congestive ivc. The patient was discharged from the hospital 15 days after the index procedure. The device is not expected to be returned for analysis. It was further reported that pericardial drainage was performed the day after the tamponade was discovered via right anterior mini thoracotomy that allowed for the evacuation of approximately 200 cc of blood associated with a few clots.